Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged particles in humidified water tank chamber, tubing and mask. The patient suffered upper respiratory and sinus congestion, watery eyes, coughing mucus and observed dark particles in phlegm and mucus. There was no report of patient having permanent or serious harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged particles in humidified water tank chamber, tubing and mask. The patient suffered upper respiratory and sinus congestion, watery eyes, coughing mucus and observed dark particles in phlegm and mucus. There was no report of patient having permanent or serious harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer also received humidifier. An internal visual inspection of the device and humidifier was completed by the manufacturer and found dust-like buildup observed around edges of top enclosure, inside bottom enclosure, musty smell coming from blower, greenish-brown dust-like buildup around outside of humidifier iso port, hair-like objects in bottom enclosure and inside front panel, white dust-like contaminant inside air inlet of blower box, top of and inside blower, around dry box seal, broken plastic tab from p4 power connector was found in the bottom enclosure under the blower box, discolored flip lid seal, brown contaminant and hair-like object observed, dust-like contamination and hair-like objects observed inside humidifier bottom enclosure, on back panel, one side of the upper latch spring observed to be broken. The manufacturer found evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found 0 errors. The device was applied power and the device operated properly. The manufacturer concludes multiple contaminants found were consistent with contamination of dust, hair in the device and humidifier. The manufacturer concludes there was evidence of sound abatement foam degradation.